Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the device fired malformed staples. The case was converted to an open procedure. Another device was used to complete the case. The patient is fine.